Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support waiting on a heart transplant was positive for heparin-induced thrombocytopenia. Heparin was suspended and the patient was switched to bival. Additionally, aortic signal on impella was significantly different from cuff blood pressure. The patient is still on impella 5.5 support and is stable.

Event description:
The patient was successfully bridged to transplant.

Manufacturer narrative:
Additional information received: b5, and d6b updated.